Event description:
It was reported that during preoperative testing, the handpiece heated up in less than one minute. There was no injury reported as a result of this event.

Manufacturer narrative:
Device available for evaluation: october 8, 2014. Date received by manufacturer: october 22, 2014 the product analysis indicates that the customer¿s issue could not be confirmed. The device was evaluated and no fault was found. A one minute temperature test was performed. The temperature readings were 81.8 degrees and 79.6 degrees. The device was cleaned, tested, and passed all manufacturing specifications. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.